Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thump software. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, displacement accuracy, occlusion test and self test. Pump was connected to carelink. The adapt tool was utilized to search for alarms that may have occurred in the past or during the call that might have triggered the reason of complaint. During download history review, two nodelivery alarms were noted on (B)(6) 2025 at 11:07:51.000 and at 11:17:00.000. However, no alarms noted during testing of the unit. Proceeded by cutting the unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection no moisture damage or anomalies noted. Unit was also received with cracked belt clip rails and scratched case. In conclusion, unable to confirm customer alleged concern of insulin flow block alarms and high bgs. No relevant alarms noted in download history review and testing of the unit were successful. Unit functioned properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed an insulin flow blocked alarm and experienced hyperglycemia with a blood glucose value of 301 mg/dl. The customer treated hyperglycemia with manual injection. The event involved product(s) unk_sensor, mmt-342, mmt-1884, mmt-441ag. Troubleshooting was performed for insulin flow blocked alarm and confirmed that it was an recurring event. Troubleshooting was partially performed for hyperglycemia event and confirmed that it was due to block of insulin flow. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event and it was unknown whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. No product return is required for unk_sensor. No product return is required for mmt-342. Mmt-1884 was requested and the device will be returned. No product return is required for mmt-441ag.